Event description:
(B)(4). Since I got essure I have had non stop abdominal cramping (it's worse when I'm on my period), back pain, ringing in ears, heavy bleeding, blood clots, leg cramps (till the point where I can't walk). Bloating.